Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. It was subjected to a laboratory bubble point test. No leaks, evidence of blood exposure, damage, or irregularities were identified on the returned sample. Specifically, there were no damaged fibers and the dialysate ports were not damaged.

Event description:
A supplies manager reported a blood leak with a dialyzer. In a follow up, a nurse clarified that it was not a blood leak. The nurse said it was saline leaking from hansen connectors prior to dialysate being hooked up. She said it was an event that happened prior to patient being involved. The leak originated internally but leaked out of hansens onto the floor. The dialyzer is available to return.

Event description:
A supplies manager reported a blood leak with a dialyzer. In a follow up, a nurse clarified that it was not a blood leak. The nurse said it was saline leaking from hansen connectors prior to dialysate being hooked up. She said it was an event that happened prior to patient being involved. The leak originated internally but leaked out of hansens onto the floor. The dialyzer is available to return.

Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. It was subjected to a laboratory bubble point test. No leaks, evidence of blood exposure, damage, or irregularities were identified on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.